Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported that the patient went to the emergency room complaining of redness at the peristomal area. The patient was prescribed amoxicillin every 8 hours for 5 days. During the visit it was reported that the stoma was absent of exudate, irritation, and with good appearance.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.